Event description:
A customer contacted beckman coulter inc. (Bci) regarding a suppressed creatine kinase (ck) result generated by the synchron cx5 delta chemistry analyzer for one patient on a neat sample, which gave a "substrate depletion" flag. When the sample was diluted 1:11, a result of 2 iu/l was generated. A 1:2 dilution gave a result of 1 iu/l. The sample was sent to a reference lab, with a final reported result of 15,000 iu/l. The previous ck result from this patient was 5000 iu/l. No erroneous results were reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. No other patient results were questioned. This was believed to be a sample specific event. Service was not applicable.